Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process. The customer blood glucose level was unknown. Customer stated that the screen of insulin pump was seems frozen. Customer stated insulin continues to drip after motor stops during the manual prime process. Customer states they were stuck in rewind complete or bolus delivery loop. Customer states they did receive second series of beeps. The customer was advised to monitor insulin pump. The device will not be returned for analysis.